Event description:
A dentist was positioning a helios 3000 dental light for use when the light unscrewed from the column assembly and fell down towards the patient. The dentist caught the light assembly before it could contact the patient. There were no injuries reported.

Manufacturer narrative:
Upon evaluation by the local pelton and crane distributor it was determined the set screws and roll pin were not installed by the distributor during installation. The set screws and roll pin will prevent the light from unscrewing from the pole after installation. The pelton and crane installation instructions clearly states to properly install the set screws and roll pin during installation of the light. The installation instructions also list warnings to insure the set screws and roll pin are properly installed. The distributor service technician informed pelton and crane they are aware the dental light was not installed correctly and said their technician who installed this light no longer worked for their company.